Event description:
It was reported that the programmer stylus would not work and there was physical damage to the back storage compartment. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and cursor would not align on the screen. Confirmed the back storage compartment was damaged with broken tabs on the power cord door. Reseated connection between overlay and xy board. Recalibrated stylus. Replaced power cord bay. Reconfigured hard drive, reloaded, and updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.